Event description:
It was reported that a revision surgery was performed due implant fractured.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that a revision was performed due to a broken peri-loc plate. There have been three attempts to obtain information, however no relevant supporting clinical information has been provided, and there is no report of the patient's current condition. Therefore, based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed part. Without the actual product involved and/or device information, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.